Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The user failed to use the material as specified in the directions for use. Due to the aforementioned reason, CAPA measures are not recommended.